Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case is cracked at front left corner. Right plunger case cracked at top surface. Left plunger case inside tab broken off also old-style worm gear and worn drive train parts. Customer?s reported issue was duplicated during occlusion test. The root cause of the reported issue was determined to have been a result of the customer's impact to the device. Actions taken to mitigate the reported issue: replaced top case due to ear clip mounting point broken. Calibrated device and performed all functional tests which passed.

Event description:
It was reported that error clips sensor failure event occurred. No patient injury reported.